Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the implant was not staying charged for very long gradually since 2020 and she mentioned that to her doctor and she was supposed to get replacement implant but the insurance company wanted the implant interrogated and she didn't get the implant interrogated.